Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 18th distal stent segment was deformed with raised struts. (B)(4).

Event description:
The physician was treating a lesion in the lad which exhibited moderate tortuosity and severe calcification with one resolute integrity drug-eluting stent. The device was removed from hoop with no issues noted. No damage noted to packaging of the device. The device was inspected with no issues noted. Negative prep was performed. During advancement of the stent to the lesion, damage was noted to the stent struts, the stent could not cross. Excessive force was not used during advancement.the device was removed and the procedure was completed with a non-mdt stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.